Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information from this patient that he experienced a near syncopal episode during a device check. The patient recovered well from this experience and his energy level was good. One week later, during a device check, the patient lost consciousness and was admitted to the hospital. Since this latest check and hospitalization, the patient has felt very weak and states his pulse is hardly detectable. The boston scientific sales representative who was present during the most recent device check provided additional details regarding the observations. The representative stated that the patient was seated upright in a chair for the check. There was never a magnet applied to the device and the patient was most likely referring to the programmer wand. While obtaining ventricular pacing thresholds he appeared gray and very diaphoretic. The patient was put on an exam table and then placed in a supine position which improved his situation. The patient was transferred to a local hospital where he was observed and released. The physician suspects the patient experienced a neurocardiogenic response to threshold testing and his testing should be performed in a supine position going forward.